Manufacturer narrative:
(B)(4). The location of the reported device was not provided at the time of this report. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose device with a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, the artery was damaged during clip deployment. A surgical procedure was required to repair the artery and achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device status changed from returning to not returning. (B)(4) patient selection: the starclose se device was deployed in a calcified right common femoral artery. Per the instructions for use - do not deploy the clip in areas of calcified plaque. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the filed initial medwatch report, the following additional information was received: it was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a starclose device with a 6f sheath. Reportedly, there was resistance with the deployment button during clip deployment and the artery was damaged. There was a reported clinically significant delay in the procedure due to the surgical intervention. No additional information was provided.